Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that three of the patient's infusion sets, out of the same box, were leaking insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.